Event description:
The customer reported monitors on workstations went blank during case. One of the screens always comes up blank when taking images. System was rebooted and case was completed. No pt injuries were reported.

Manufacturer narrative:
The ge svc rep found both monitors intermittently flash blank and have interference after system is in use for 10 minutes or greater. The rep suspects dsad2 pcb is going bad. Researched part. Part is no longer available. Notified customer.